Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during a diagnosis procedure was performed when the issue happened. The procedure was completed as planned with help of another monitor. A philips field service engineer inspected the system onsite and confirmed the reported problem. Upon troubleshooting, fse found the optical cable converter was faulty, and the dvi to lan converter had a power issue. To resolve the problem, fse replaced the sl dvi isolated ext kit and return the part for further analysis and no failure found. After replacing the sl dvi ext kit, the system was confirmed to meet specifications and returned to use. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as planned since the issue did not interfere with the procedure, completed by another monitor that allowed the customer to view the live image. The procedure was successfully completed without any delays on the same system and is unlikely to result in or contribute to death or serious injury if it were to happen again. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was unable to display the live image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint